Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay for a patient performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay for a patient performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.reference MFR number : 1221359-2022-02372.

Event description:
The customer reported two false positive results with the ID now covid-19 assay for two patients performed in between (B)(6) 2021 .this MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 performed on a direct tested nasal kitted swab. Pcr confirmation testing was performed and generated a negative result. The customer stated the patient was 50/50 symptomatic. No additional patient information, including treatment and outcome, was provided.